Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt). The right ventricular (rv) lead had increasing and high thresholds, high pacing impedance, and noise. The rv lead was explanted and replaced. It was also reported that the device had wrong ventricular fibrillation (vf) detection. The device was explanted and replaced. No further patient complications have been reported as a result of this event.